Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia with a blood glucose of 229 mg/dl after not announcing a lunch meal while using the ilet system, and the user elected to monitor levels and allow automated correction. Symptoms included no reported adverse effects. Outcomes included no medical intervention, no hospitalization, and no device unavailability. Investigation included review of available device history and user logs. Investigation of this case revealed that the elevated glucose was associated with a missed meal announcement, and the device was functioning as designed. It was concluded that the event was attributable to user error related to meal announcement and not to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.